Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the atrial lead was placed and subsequently dislodged during the course of the procedure. The lead was repositioned several times and on the last attempt, the stylet could not be passed all the way to the end of the lead. The atrial lead was then removed and a new lead was placed. No patient complications have been reported as a result of this event.